Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 500 mg/dl. Customer stated other blood glucose value was over 300 mg/dl, 309 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated insulin pump had crack from back of reservoir. It was unknown that customer was using auto mode or not. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a cracked keypad overlay, cracked case, and cracked battery tube threads. Device p-cap or reservoir locked properly in place. Device passed the displacement test. (B)(4).